Event description:
The customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose was 549 mg/dl. Customer was hospitalized due to diabetes ketoacidosis. Customer was treated with insulin through IV for high blood glucose. Customer was not wearing the insulin pump for 3 days prior to hospitalization. Troubleshooting was done for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).